Manufacturer narrative:
A ge service representative performed an on site investigation. Identified that the objects directory was corrupt. Erased objects using patient data removal disk. The system was tested and found to be working as intended. System was returned to service.

Event description:
It was reported that another patient's images (mixed patient data) were in the file on the 9800 system. There was no images to send to pacs. There was no report of patient injury.